Event description:
A lead revision was reported. The reason for the revision was not provided. The pt had been having difficulties recharging previous to the revision. The battery was recharged approximately before the lead revision; there was no need to replace the battery. The pt recovered and had no other issues. Additional info has been requested.

Manufacturer narrative:
Lead revision.